Event description:
It was reported that the customer could not pass the iab through the sheath. Information provided does not specify if the sheath in use was the one packaged in the kit. As the catheter was stuck, the assembly was removed. Another arrow iab was then placed. There were no associated patient complications.